Event description:
It was reported that the micro sagittal saw heated up during a case. The case was completed with the same handpiece without patient or user injuries, or adverse consequences.

Manufacturer narrative:
Upon disassembly, the sag head assembly was found to be corroded. The presence of corrosion in the sag head assembly is likely to cause or contribute to the handpiece to overheat.